Event description:
The dentist reported that the implant failed to osseointegrate at tooth location #6. No add'l info was provided.

Manufacturer narrative:
The investigation for this device is not yet complete. Also, add'l info has been requested from the initial rptr. An update will be provided when the investigation has been completed.